Manufacturer narrative:
Patient information was not made available from the site. On 07/22/2016 a medtronic representative performed an imaging system check-out, all areas passed. All functions were checked - no issues were identified. System performed as intended. On 08/16/2016 fa medtronic representative, following-up at the site, reported the issue occurred during bringing the imaging system around the table. There was no delay to the start of the surgery. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their imaging system gantry could only be moved out for a very short piece not to the desired maximum position. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.